Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient's anchor had eroded through the skin which caused an infection. In turn, surgical intervention was undertaken wherein the system was explanted. The patient was given both IV and oral antibiotics. Infection has resolved. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch a000163316.